Event description:
I put on one sensor, and it said it is defected and I put on another one and that was defective as well, so I called the company, and they send me two new ones in the mail, but I am shocked that two in a row were defective that is not ok. Ref report: mw5167670.